Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3058, serial (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead. Product ID: 3093-28, lot# va05w0q, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer and a family member/friend regarding a patient who was implanted with two neurostimulators for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient mentions device as put in and was taken out because of referral to another clinics. The patient was losing their urine all night long. Additional information reports on 2014-06-12 stated that the patient's husband was mistaken about having device implanted and removed. The representative said they had one implant that was not working well (he does not know cause and refers us back to healthcare provider for that information) so another physician put in a second device on the other side to see if that would be effective nothing was removed as far as he knows. The representative was not involved at that time. He only became involved a little while ago when he was asked by one of his newer physicians (who was just starting with interstim) to meet with the patient and reprogram. Additional information received on 2014-06-13 and reported that the medtronic representative in the area saw her an suggested she have the left side electrode stimulator removed and reimplanted. It was noted that the patient was not eager for another surgery and would like to have the current electrode optimized. On the right side the patient left the office at program 4. Sensation in the right labial area. Electrode number 2 was negative and 1 was positive. Stimulation was noted comfortable at amplitude 3.1. It was reported on 2017-07-10 that the patient was having a terrible problem so they put the first ins in but then the patient went back because it was not working correcting. This occurred about 3 months after the first implant in 2013. A specialist was seen and stated that the patient needed a 2nd ins put in to correct it. It was confirmed that the 2nd ins corrected it. The patient had several minor adjustments made to get the settings right and things were reported to work great. It was noted that the settings were different for the left and for the right ins. No further complications were reported.